Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during a renal and ureteral lithotripsy, an ngage nitinol stone extractor would not open or close when it was tested prior to use. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. The device was returned in an opened pouch to cook for investigation. The proximal end of the basket wires had pulled free. A document-based investigation evaluation was performed. Cook completed a review of the DHR and concluded there was no related non-conformances were recorded. A lot history search found two complaints had been reported for this lot. Both devices were found to have the same issue; the proximal ends of the basket wires had pulled free. All devices are functionally tested multiple times during manufacturing and quality control checks. The lot size was 100 devices. It was concluded that two devices out of 100 was not sufficient evidence to conclude that other devices in the lot were nonconforming. Because there were no related non-conformances, adequate inspection activities had been established, and there was objective evidence that the DHR was fully executed, it was concluded that there was no evidence that nonconforming product exists in house or in field. The device history record review provides objective evidence that the device was manufactured to specification. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded the cause for the proximal ends of the basket wires pulling free could not be determined. A manufacturing issue could not be eliminated, but all basket devices are functioned multiple times during manufacturing and subsequent quality control checks. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Corrections = h6 (annex c); h10 (investigation evaluation) investigation ¿ evaluation the complaint was sent back to investigation for a device failure analysis and risk document update. Functional tests and visual inspection of the returned complaint devices were also conducted. One, used, 'ngage nitinol stone extractor' was returned for investigation. The basket sheath was bent approximately 5cm from tip of support sheath, possibly due to customer repack; the handle would not actuate basket formation; the handle was disassembled but is still unable to actuate basket formation. An updated complaint history database search showed one other complaint associated with the complaint device lot. The two complaint devices were found to have different failure modes and the two complaints were not related. Cook also reviewed product labeling. The IFU did not provide any information related to the reported issue. The complaint device was found to have a basket that was closed and could not be opened. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a renal and ureteral lithotripsy. An ngage nitinol stone extractor would not open or close when it was tested prior to use. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention, and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr, part 803, and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned. That a death or serious injury occurred. Nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.